Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked from the filter pro after blood collection. There were also instances in which the filter pro is discolored (usually light blue is reddish-purple). There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/14/2025. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the edge of the filter-pro where the housing meets the filter material, which was observed to be leaking. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.